Event description:
It was reported that the front wheel hub is cracked on the power wheelchair.

Event description:
It was reported that the front wheel hub is cracked on the power wheelchair.

Manufacturer narrative:
(B)(4). This report is follow up 001 to complete the information in the h tab, device manufactures only.